Manufacturer narrative:
Correction to h6: the h6 code (type of investigation) "4110 - trend analysis" should not be selected on the initial medwatch. This report is being supplemented to provide additional information based on the results of third-party testing, device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 08, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no bacteria detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were found during the device evaluation; the insertion tube was wrinkled, the control unit mount was worn, the control unit mouthpiece was damaged, the universal cord was wrinkled, the angulation/angulation play did not meet specifications, and the biopsy channel was worn. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.